Manufacturer narrative:
On 21 june 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the packaging is compromised, the rod perforated the peel pouch probably during transportation, handling or storage. Considering the rod design and length, if it is not carefully managed can involved in packaging breakage. The most probable root cause is due to the interaction of the following factors: the material of the pouch, opa/pe. The folding of the pouch. Lot specific handling damage during packaging and/or sterilization. Specifically, it is possible that there was lot specific damage during the packaging production process and/or sterilization process, as the packaging configuration (full weight of product, with opa/pe pouches, and pouch folding) has been validated for shipping under normal operating conditions.

Manufacturer narrative:
Additional information received on 26 april 2017 and includes: there were other rods available to be used in surgery. The issue caused only few minutes of delay (just the ones needed to open the new rod). The surgery completed successfully. Batch review performed on 15 may 2017. Lot 1520147: (B)(4) items manufactured and released on 02 august 2016. Expiration date: 2021-07-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on items of the same lot. On 19 may 2017 the packaging and cleaning manager performed a preliminary investigation based on the available image and commented as follows: the picture received from the branch with the complaint notification was analyzed and it could be confirmed that the packaging was compromised, the rod perforated the peel pouch probably during transportation or storage. Considering the rod design and length, if it is not carefully managed, it can be involved in packaging breakage. The most probable root cause is due to the interaction of the following factors: - the material of the pouch, opa/pe; - the folding of the pouch; - lot specific handling damage during packaging and/or sterilization. Specifically, it is possible that there was lot specific damage during the packaging production process and/or sterilization process, as the packaging configuration (opa/pe pouches and pouch folding) has been validated for shipping under normal operating conditions. Device not yet received.

Event description:
The external packaging (paper box) was conform, but once opened, both the inner and outer (plastic) packages were found broken on the short side. The rod was not used: there were other rods available to be used in surgery. Only few minutes of delay (just the ones needed to open the new rod). The surgery completed successfully.